Event description:
I was attempting to place a bard powerglide midline IV in patient's left arm. Following the technique as described by bard trainer, IV was in good placement per ultrasound. Guide wire was advanced, and then IV catheter was advanced. At the end of advancing the catheter I felt a slight "pop". I withdrew the needle apparatus, visualized good blood return and withdrew entirely as per norm. I noticed that the guide wire appeared to be missing from the end of the needle and I removed the IV catheter from the patient's upper arm. Md was at the bed side and an x-ray was ordered. The guide wire was not visualized on radiograph. Simultaneously, I was in contact with bard and spoke with the on-call clinical specialist. Ultimately, the guidewire was located when the IV catheter was flushed. All products and packaging was saved and will be sent to bard for evaluation.